Event description:
It was reported that the herculink elite stent was advanced into the left vertebral artery (periphery). The herculink elite stent was attempted to be pulled back a little to make sure that the proximal end of the stent was just touching the bifurcation of the subclavian and vertebral arteries. Due to the narrow size and lack of elasticity of the artery, it was very difficult to pull the stent back. Under angiography, the markers of the stent delivery system (sds) balloon appeared to shift a little from the stent. The device was again attempted to be retracted, and the stent became dislodged. The guiding catheter was advanced to contain the dislodged stent and the guiding catheter and sds were withdrawn together with the stent. A non-abbott stent was used to complete the procedure successfully. No adverse patient effects were reported. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.